Manufacturer narrative:
Correction: section h11 narrative data should have included this statement "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined." In initial report. This correction is reflected in this additional report 1.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7168770.

Event description:
It was reported that the patient was experiencing ineffective therapy. It was noted that the patient had a fall a few months prior and had an accident. As a result, the patient underwent surgical intervention during which the system was explanted. It is unknown which lead had caused the issue. No further information is available at this time.